Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure the angle of the monopolar curved scissors (mcs) instrument can no longer be changed. The procedure was completed with no indication of patient injury. On 12/06/2024, isi followed up with the customer and additional information was obtained about the complaint: the customer resolved the issue by changing to a back-up same kind of instrument. The customer did not convert to another da vinci system. They just changed to another instrument to continue. Afterwards, there was no issues as the procedure was completed as planned. There was no injury to the patient.